Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient stated their mobile power unit (mpu) was not working, despite repeated checks that the power supply was secure. The mpu was recently serviced by technical services. The mpu was exchanged.

Manufacturer narrative:
Section d4 expiration date: corrected to blank. Section g3 - PMA/510(k) #: corrected. Manufacturer's investigation conclusion: the reported event of heartmate mobile power unit (mpu) not working was not confirmed. No log files were submitted for review. The mpu powered on as expected. A full functional checkout was performed and the device performed as intended. The provided information indicated the mpu was recently serviced by technical services and that customer troubleshooting consisted of repeated checks on the power supply connection. Because the mpu was exchanged, after the investigation the unit was sent to be scrapped. A root cause for the reported event was not conclusively determined through this analysis. The investigation also noted that the rubber encasing of the patient cable was loose. The device history records were reviewed, and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2016. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, instructs the user how to care for and clean all equipment, including the mobile power unit (mpu). The heartmate 3 instruction for use, section e, entitled ¿safety checklist¿, instructs the user to inspect the mpu for damage. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The mpu had been serviced routinely. No log files were available in regard to the event. There were no patient consequences as a result of the mpu not working as the patient had not connected to the mpu. The mpu had a v-lock connector. The ac power cord had not come loose from the wall outlet or back of the device. There were no environmental circumstances that had affected the ac power at the time of the event.